Event description:
Add'l info rec'd from MFR 10/29/04: baxter received one used 6060 pump administration set, lot number r03h25304. The set was visually inspected and co confirmed the set being slightly separated from the cassette. A CAPA (mdq-CAPA-33) that is still in the investigation stage has been opened to address these concerns. While trending reveals a slight increase in the number of occurrences each year, this is expected due to the increased number of sets in the field. The events described in the attached reports are usually found prior to pt use.

Event description:
Pt received tpn therapy (IV parenteral nutrition) infused via baxter pump and infusion set. Infusion set leaked.